Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 2 (lot number and expiration date unknown). (B)(4).

Event description:
Customer reportedly received results of hi (greater than 600 mg/dl) and 500 mg/dl on mobile system 1, and result of <200 mg/dl on mobile system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.